Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clotting was observed in the filter of two (2) prismaflex st150 sets during continuous renal replacement therapy. There was no alarm. The blood was not returned to the patients. There was no report of medical intervention associated with this event. No additional information is available.